Event description:
Refill head is not staying on the handle...slides off the handle - oral-b [device breakage] loose - oral-b [device connection issue]. Case narrative: female consumer via phone stated that the oral-b toothbrush refill head was not staying on the oral-b genius x toothbrush handle. It was loose and slid off of the oral-b toothbrush handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.